Event description:
Report received indicated that when the package was open the tip of the catheter broke/cracked. The product was not use in-patient.

Manufacturer narrative:
This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.